Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, it was observed that the rubber coating at the tip of the synchroseal instrument had peeled off after the tissue was clamped. Consequently, a fragment fell inside the patient but was immediately retrieved during the same procedure. The synchroseal instrument was replaced with a backup, and the procedure was successfully completed robotically, without further complications.

Manufacturer narrative:
Updated sections: d4, d9, h2, h3, h6, h11. Device evaluation: intuitive surgical, inc. (Isi) received the synchroseal instrument for failure analysis evaluation. The instrument was found to have the jaw cover torn, measuring roughly 0.1620" x 0.0975". Visual inspection displayed signs of missing fragments, and no signs of thermal damage were present at the end of any tears. Additional information: a review of the energy log shows that the synchroseal instrument was installed on universal surgical manipulator (usm) #4 for 2 hours and 24 minutes. The logs show three instances of an error: ¿e-200 energy activation halted by an instrument or instrument cable connected to the blue lower bipolar port on the e-200 generator while using an unknown function¿. The timestamps for these errors align with the period when the synchroseal instrument was installed. However, there was also a force bipolar instrument installed on a different usm, so it is unclear which instrument is related to the error.

Event description:
Refer to h11 for follow-up information.